Event description:
A customer reported that lh750 instrument generated a (B)(6) result on a patient sample without instrument generated flags. (B)(6) result of (B)(6) was reported out of the lab. The sample was re-tested on a different instrument and a result of (B)(6) was obtained. Customer performed a manual (B)(6) estimate and a corrected report was sent out with the (B)(6) count of (B)(6). There was no effect or change to patient treatment associated with this event.

Manufacturer narrative:
The sample was collected in a 2ml edta vacutainer tube. The specimen was stored at room temperature and it was sampled less than 2 hours after draw. Qc run before the event was within acceptable ranges. Based on raw data analysis: "the instrument and the software algorithm are working properly. Therefore, the low (B)(6) count is likely due to pre-analytical conditions, such as (B)(6) clot". Per (B)(4) labeling: "(B)(6) clumps are a known interfering substance. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of the instrument results". A field service engineer (fse) was not dispatched for this event. A definitive root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.